Event description:
The customer reported being hospitalized for diabetes ketoacidosis and hyperglycemia. The blood glucose reading was 623mg/dl. The customer stated that his blood glucose was high and tried to bolus. The insulin pump was not delivering insulin and went into diabetes ketoacidosis. The customer stated that her doctor advised her to have a replacement insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.